Manufacturer narrative:
As reported under the (B)(4) registry the following was noted: the stent dislodged. There was no report of pt injury. Per our (B)(4) affiliate, no add'l procedural or pt specific info will be forthcoming. The product is not available for eval and testing. Add'l info will be submitted 30 days upon receipt. Please note that this device (crsxxxxx/lot no. Unk) is distributed outside the united states; however, it is similar to the united states product cxsxxxxx. The report of this event is related to an independent study initiative being conducted by cordis' (B)(4) affiliate and notification to cordis' medical device reporting contact was delayed. Therefore, this MDR submission is late. See scanned page.

Event description:
Stent dislodgment.